Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have a bent left sterile adapter presence pin. The left sterile adapter presence pin on the carriage top plate has a lot of friction and would stay depressed when pressed down. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs confirm the 282 errors pointing to a recognition issue on the usm. The root cause is due to a bent sterile adapter presence pin on the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the left sterile adapter presence pin sticking and possibly bent. The fse was able to dislodge the pin, but it would get stuck the next time it was pushed in. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer encountered problems with universal surgical manipulator (usm) 1 recognizing the drape and instruments. The caller stated the usms were not spinning when a drape was installed. No errors or messages were present. Prior to calling, they replaced the drape three times with no change. The customer removed the drape from usm 1 and they were able to see one of the pogo presence pins was stuck. They were able to free the pin and it popped up; however, it felt stiff and occasionally stayed depressed. The customer continued the case as a three arm procedure. The procedure was continued with no reported injury.